Manufacturer narrative:
Received 1 used silicone catheter only. The reported issue was confirmed as a manufacturing related issue, as this issue could be caused during the demolding process of the funnel. Per visual evaluation a cut to 0.5¿ from the trifurcation on the drainage lumen was found. Per functional evaluation the device was introduced with water by drainage lumen and leakage was found on the tube due to a cut on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 1 day after use, a crack was found on the shaft of the catheter. Subsequently, water leakage was found around the connection of the funnel and the shaft.